Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient is extremely happy with the unit. They stated that finally their back problems are a thing of the past. It has totally changed their life. No symptoms or complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-05-17. The patient reported that when recharging the little squares stay white. The patient reported that she didn¿t use the belt, kept it in place with her stretchy pants. The patient reported that it went to her spine and had a great big bump right there where the staples were and it hurt. The patient reported that she saw the healthcare provider¿s assistant last month about the bump and was told it was unknown what it was and patient didn¿t recall what else was said. The patient reported that her legs hurt so bad she was ready to throw up. The patient reported that they always hurt and said she retained water and as a result couldn¿t walk and didn¿t sleep well. The patient reported that this was an issue she had with her legs prior to implant. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the reason for the call was device issues. They could not get the stimulation to work. It was reported that the patient said that they were not feeling stimulation. They had been having issues with the device for a while. An appointment with their medical doctor for meds was on (B)(6) 2017 and the patient wanted a manufacturer representative to check their device. It was reported that when they tries to charge, the bars were disappearing. Relevant medical history includes failed back surgery syndrome and spinal pain.

Event description:
Additional information was received on (B)(6) 2017 reporting that the implant site was sore. They had problems charging since (B)(6) 2017. Poor communication was reported. After moving the antenna a couple of times during the call, the patient was able to communicate with the implantable neurostimulator (ins) and had 6 coupling boxes filled. The patient programmer was able to communicate with the ins. Per the patient, the programmer showed the ins was charged about halfway. Since the patient was able to communicate with the ins using the implantable neurostimulator recharger (insr), it was thought that the antenna had not been in the correct place. It was reported that the patient had a back ache since the morning of the call ((B)(6) 2017).